Manufacturer narrative:
A review of the provided data confirmed that on (B)(6) 2020, the sample generated a positive result for both target 1 (cov-2) and target 2 (sarbecovirus) and had CT values of 31.78 and 32.50, respectively. On (B)(6) 2020, the sample generated a negative result for both targets. The ic CT value for the initial run was slightly delayed when compared to the retest run. A review of the growth curves did not reveal any anomalies. No product problem was found during the course of the investigation. (B)(4).

Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted upon availability of the investigation conclusions. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results with a patient sample with the cobas sars-cov-2 assay compared to cepheid. The patient was previously positive in (B)(6) and came in for a check up and was tested positive on (B)(6) 2020 with the cobas sars-cov-2 test. The patient was asymptomatic and the doctor questioned the results when the patient tested negative on the cepheid platform. The same patient sample was retested on (B)(6) 2020 using the cobas sars-cov-2 test and was negative, matching the negative cepheid result. All results generated for this patient (initial, positive cobas sars-cov-2 result and negative cobas sars-cov-2 retest result that was concordant with negative cepheid result) were reported. There is no indication of harm or or injury. The cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in nasopharyngeal and oropharyngeal swab samples from patients who meet covid-19 clinical and/or epidemiological criteria.